Manufacturer narrative:
No sample was returned to MFR for investigation. No lot # was provided. No additional documents were reviewed as part of this investigation. A corrective action was implemented in (B)(6) 2013. Due to lack of lot #, MFR is unable to tell if device was mfg before or after correction action. Complaint not confirmed. Complaints of this type will continue to be monitored and trended by manufacturer.

Event description:
The event is reported as: complaint alleges: "when examining the pt, the physiotherapist noticed that the pt's oxygen saturation dropped when the inspired oxygen concentration was increased on the nebulizer adaptor". "On checking the device, the physiotherapist then noticed that when the adaptor was turned to 98% it opened the port to allow more air to mix with the oxygen. When turned to 98% it actually delivered 35 - 40%. No pt injury reported.